Manufacturer narrative:
Citation: celkan ma. Clinical outcomes of mitral annuloplasty with flexible bands in ischemic mitral regurgitation. Heart surg forum. 2018 aug 14; 21 (5): e345-e351. Doi: 10.1532/hsf.1994. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of mitral annuloplasty with flexible bands in ischemic mitral regurgitation. All data were collected from a single center between june 2008 and june 2015. The study population included 53 patients (predominantly male, mean age 53 years); all of them were implanted with medtronic flexible duran ancore annuloplasty band. No serial numbers were provided. Among all patients, 5 deaths were reported; early mortality in 4 due to low cardiac output together with multi-organ failure, and 1 late mortality (cause of death not provided). Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: re-operation due to worsening of mitral valve regurgitation (grade 3-4). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.